Manufacturer narrative:
The stx console in the complaint will not be returned to zoll for evaluation. If and when zoll receives additional information, a follow-up report will be submitted.

Event description:
During the surface temperature management therapy setup, when the customer powered on the stx console (B)(6), the console displayed a "check probe" alarm. The customer tried different temperature probe cables, both for the device and for the patient. The customer contacted zoll tech support line and manufacturer (gentherm) to troubleshoot the problem. However, the issue could not be resolved. The customer was able to continue the treatment by putting the system in manual mode. No consequences or impacts on the patient. After the treatment, the biomedical engineer discovered that they were able to utilize auto mode when they unplugged the stx cool repeat from the console and plugged in the temperature probe cable directly into the console. Later, zoll provided the customer with a new stx cool repeat; however, the "check probe" alarm issue persisted.